Manufacturer narrative:
Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported that during the rotator cuff repair, two needles broke and cut the suture. The broken pieces were removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported. Report 2 of 2.